Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an alarm due to battery issues. Blood glucose level at the time of the incident was 253 mg/dl. Customer was in the hospital for leg amputation. Customer was not using the device for 3 weeks and stated that it was hard to see the screen. Customer was assisted with resetting time and date, fill tubing and fill cannula process and successfully connected to the infusion set. The insulin pump was not returned for analysis.